Manufacturer narrative:
Please refer to the updated attached analysis report.

Event description:
Reportedly, the battery of the device is exhausted ahead of schedule: rrt is reached. Device explantation is planned.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the battery of the device is exhausted ahead of schedule: rrt is reached. Device explantation is planned.